Event description:
Literature was reviewed regarding a patient who required transcatheter aortic valve-in-valve replacement due to severe central aortic insufficiency of a 31 mm medtronic corevalve implanted nine years previously. The valve-in-valve procedure involved the use of a bilateral coronary leaflet modification technique, followed by the deployment of a non-medtronic valve (26 mm sapien) inside the in sufficient corevalve. In the leadup to the procedure, the patient was ¿readmitted to the hospital with cardiogenic shock requiring inotropic support, new severe left ventricular dilation, and a decreased left ventricular ejection fraction of 20%.¿ following the procedure, an intra-aortic balloon pump was placed and was then removed one day later. Ionotropic support was gradually reduced and ultimately turned off with the initiation of medical therapy. The authors also noted that the patient¿s pacemaker was ¿upgraded with dual chamber leads including a his bundle pacing lead¿ six days after the valve-in-valve procedure.

Manufacturer narrative:
Citation: ahmad t, mascarenhas v, bauch t, wallen t, carter ra. Bicorn (bilateral iatrogenic coronary obstruction risk nullification) procedure for transcatheter aortic valve-in-valve replacement. Jacc case rep. 2025;30(27):105145. Doi:10.1016/j.jaccas.2025.105145 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.